Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal vascular closure device failed. Everything pulled out of the vessel upon deployment. It was reported that the tech inspected the device and believed the footplate was still attached. Manual pressure was then used to achieve hemostasis. Blood loss was reported to be less than 250cc. The patient was reported to be in stable condition. The procedure outcome was reported to be successful. Additional information was received on (B)(6) 2018. The procedure being performed prior to using the angio-seal device was a peripheral sfa intervention. A pre-deployment angiogram was performed. A 7fr. Sheath was used. Everything pulled out upon deployment, tampering the collagen.

Manufacturer narrative:
This report is being submitted as follow up no. 2. One used 6fr angioseal vip device was returned for evaluation. The arteriotomy locator and the plastic header bag was returned as well. Visual inspection revealed that the collagen was tamped at the distal end of the fully exposed tamping tube. The hemostatic sheath was properly mated with the deployment sleeve. The deployment sleeve was in the full rear lock position with the color bands fully concealed. Microscopy was used to determine if the anchor was still present in the collagen. Under microscopy, the anchor could not be observed. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, tt is likely that overtamping of the collagen led to the reported event. The IFU indicates that tamping should not expose the distal end of the black compaction marker if hemostasis has been achieved. Over tamping of the collagen has been known to cause anchor detachment, which would have led to the reported event that the user experienced. However, the exact cause of the reported event cannot be definitively determined. The IFU states: "once hemostasis is achieved do not tamp to intentionally go beyond the distal end of the black compaction marker."

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.